Event description:
Event description guidant received information that this atrial lead displayed noise and a lead impedance >2500 ohms. The lead had triggered the pacemaker's lead safety switch feature. The representatives contacted technical services asking how to reset the feature and whether the device records atrial activity in vvi/r mode.